Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The biopsy channel condition and brush passage were leaking. The biopsy and aspiration channels failed due to restriction. The light cover glass and optical cover glass adhesive were worn. The light transmission condition failed as fluid was evident. The distal end adhesive was lifting. The scope connector had water leakage. The image condition failed with an error code. The up/down/right angle did not meet specification. The up/down angle had play. There was blockage in the air and water channels. The water flow and water removal failed to meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis lucera elite gastrointestinal videoscope was leaking from the biopsy channel. The issue was identified during maintenance. No patient harm reported. During the evaluation of the device, it was noted foreign debris (black rubber material) was blocking and protruding from the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of foreign debris (black rubber material) was blocking and protruding from the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that parts in peripheral equipment such as watertight packing, silicone-based glue or silicone parts were broken, entered channel and clogged in nozzle. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.